Manufacturer narrative:
The device alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement or verify motor error alarm due to alarms. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a recent blood glucose level over 500 mg/dl due to an infection. Caller also reported that the insulin pump had a critical error. Blood glucose level at the time of the incident was 175 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.